Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12861. It was reported that during the implant procedure, the lv lead dislodged twice during slitting. After slitting, loss of capture was observed. After the second dislodgement, a smaller lv lead was implanted. The pacemaker was discarded after a rise in capture threshold was observed. The patient was stable.